Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The results of the analysis performed on the log files concluded that the tacticath catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device. (B)(4).

Event description:
Related manufacturer: 2182269-2017-00019, 2182269-2017-00013, 3008452825-2017-00014, 3008452825-2017-00015. During an atrial fibrillation procedure a pericardial effusion occurred. At the beginning of the procedure the spiral catheter would not deflect in both directions and was replaced to continue with the procedure. During the post assessment an ultrasound was performed, which revealed the effusion. No patient symptoms were noted. A pericardiocentesis was performed to stabilize the patient.